Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the s1 drg lead had migrated and exhibiting high impedances. The patient underwent surgical intervention where the s1 lead was replaced with a new one restoring therapy.